Manufacturer narrative:
Date of report: 21jul2021.

Event description:
It was reported to philips that the device had a data acquisition pcba adc failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the data acquisition to the motor control cable (da cable) needed to be replaced to return the device to working condition. The customer's bio-med received the the da cable and another alarm condition arose and the original fault was un-resolved. Troubleshooting continued and the rse provided the information for data acquisition printed circuit board assembly (da pcba) however, when this part was replaced the issue was still not resolved. The customer's bio-med continued troubleshooting and discovered that one of the pins was not in the designated slot. Once re-installed, there were no further alarms and the issue was resolved.